Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A female pt contacted zoll to report that she had a rash under her electrodes and therapy electrode (te) pads. The pt reported that the rash is red, itchy and raw where the pads are located on her back. The pt reported that she already spoke with her doctor and her doctor told her to call zoll to ask for a hypo-allergic product. Pt was released from the use of the device from her doctor because of the rash and the rash does not seem to be getting any better. There was no follow up on rash to see if it healed.